Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite attempts to reset the malfunction code, it recurred, prompting technical support to assist with a reset and arrange for a pump replacement. Upon follow-up it was determined that malfunction code did not reoccur after pump reset. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.